Event description:
Customer reported unexpected negative reactions with heterozygous fyb cell, cell #1, of panocell-10, lot #03470, when testing with anti-fyb antisera, lot fyb67h-3, and lot #fyb69h-1.

Manufacturer narrative:
Customer indicated they did not wash the reagent red cells before adding antisera as recommended by the package insert; requested that the customer repeat testing after washing the cells. The customer called back; the cells were washed and testing was repeated. Negative results were obtained. Cell # 1 from retention panocell-10, lot 03470 was tested with retention anti-fyb, lot fyb67h-3 and fyb69h-1. Weak reactivity was observed. Testing was perfromed using two drops of the same lots of anti-fyb antisera, increasing the incubation time to 30' 37c. Cell # 1 exhibited 1+ reactivity with both anti-fyb antisera. Hemagglutination tube testing was performed with returned cell #1 from panocell-10, lot 03470, using anti-fyb, lots fyb67h-3 and fb69h-1. No reactivity to weak reactivity was demonstrtated. As required by 21 cfr 660.35 (h) (I), the limitations section of the package insert states: "the reactivity of reagent red blood cells may diminish over the dating period. The rate at which reactivity (ie, agglutinability) is lost is partially dependent upon the individual donor characteristics that are neither controlled nor predicated by the manufacturer."